Event description:
The patient had 2 scs leads from the same lot. It was reported during the patient's ipg end of life procedure, diagnostics revealed invalid impedance for one of the leads. As a result, the lead was explanted and replaced. Additionally, during the procedure, stimulation testing revealed the other existing lead was not in the target location. As a result, the lead was repositioned. The patient received effective stimulation following the surgical intervention (no allegation of ineffective stimulation prior to the procedure).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.